Manufacturer narrative:
The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a bsc sling device was implanted into the patient during a procedure performed on (B)(6) 2014. As reported by the patient's attorney, the patient underwent revision of the bsc sling device on (B)(6) 2015 due to foreign body, complication from sling mesh and vaginal bleeding. Boston scientific has been unable to obtain additional information regarding the event to date.